Manufacturer narrative:
Device was used for treatment, not diagnosis. This rep[ort is for an unknown nail. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the initial surgery was on (B)(6), 2014. A revision took place on (B)(6), 2014 and the proposal augmentation suggested but negative reaction. Open reduction with reduction clamps. Better position of guiding pin, used longer blade, nail implanted. On the evening of (B)(6), 2014 the blade slid completely out of nail. They will implant nail with static locking. This report is for an unknown nail. This report is 3 of 3 for (B)(4).